Manufacturer narrative:
D4 - UDI no. - not required to be registered with the FDA. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow-up report will be submitted when the investigation is complete. For this reason, evaluation code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an air leak during the use of the tr band device. Follow up communication with the user facility confirmed the following information: the ward nurse found the patient bleeding from the arm after 30-40 minutes of inflating the tr band; air leaked for the tr band balloon, it could not be inflated again for compression purpose; the tr band was replaced by a new tr band without further problems; the amount of blood loss was unknown; and the patient was reported as not harmed.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample investigation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. The tr band was leak tested by being injected with 18 ml of air and submerged in water. A leak was found at the air injection port. When the air injection port was plugged with fingers, no air leak was observed in any part of the actual sample. The one way valve was disassembled for further inspection. A transparent foreign substance was found. Qualitative analysis by ft-ir found that the foreign substance had a peak which was very similar to that of nylon. The adjustable fastener of this product is made of nylon. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual tr band sample became deteriorated in its air tightness performance due to a foreign substance being in the air injection port of the one way valve and caught in the air sealing area between the rubber tip and outer cylinder of the one way valve, resulting in the reported air leak. The device labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.